Event description:
While excising a lesion of the pts liver there was a serious insulation break at the junction of the extended electrode with the hand held portion of the electrosurgical pencil. This required local resection.